Manufacturer narrative:
The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr290 humidification chamber, the inspiratory limb of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. The complaint device is not available for evaluation. Our investigation is based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. A hole in the evaqua expiratory limb can occur due to external force from a sharp object or harsh edge e.g. Circuit hangers. The rt340 breathing circuit kit includes a fisher & paykel healthcare breathing circuit hanger, and the instructions for use state the following: "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Conclusions: device failure was most likely related to user handling. Holes in the adult evaqua expiratory limb are a known problem with an occurrence rate of approximately 0.015% worldwide for the last year. We continue to monitor all complaints for such faults.

Event description:
A hospital reported that they found a hole in the evaqua expiratory limb of a rt340 adult evaqua breathing circuit kit. No patient consequence was reported.